Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the guidewire was coiled inside a hoop holder. The blue introducer tip was not returned with the device. The core wire was pulled for further observation. The j-tip, distal curve, was bent and was outside of the 30 ± 5 mm specification. Blood remnants were noted on the proximal end of the coils. The glued distal tip was intact. Multiple moderate scratches were noted on the coating along the coils. The tapered glue bond at the coil / core wire transition was intact. A kink noted on the core wire. Several longitudinal scratches were observed on the coating along the length of the core wire. A white gauze was returned with the guidewire. Upon opening the white gauze, multiple green particulates were observed. The green particulates may have been remnants from the polytetrafluoroethylene coating. Conclusion: as a result of receiving this complaint, the supplier that manufactures this device was notified, and the device was shipped to the supplier for their evaluation. Further analysis of the guidewire by the supplier that manufactures this guidewire confirmed the severe scratches along the entire length of the guidewire. It was also confirmed that both the distal and proximal glue bonds were intact. The green powder that was returned was the scratched sections of the guidewire coating. The most likely cause for this type of damage was due to the guidewire getting jammed during use and being pulled on with great force against a sharp abrasive edge. Per the warnings in the confida instructions for use (IFU), the guidewire should not be pushed, pulled or rotated against resistance, and the wire should position should be monitored throughout the procedure for proper placement of the curve and distal tip. In addition, the IFU cautions that guidewires are delicate instruments, to exercise care while handling guidewires to help prevent the possibility of coil separation, uncoiling, kinking or breakage. Review of the guidewire lot history records found that the manufacturing and inspection had been done according to valid specifications and no issues were noted that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the use of this guidewire, the non-medtronic balloon was delivered to the aortic valve using the guidewire. The balloon was removed once from the body. When the part of the balloon that the guidewire had passed through was flushed with saline, "something like green powder came out". It was reported that the green powder was not noticed prior to insertion into the patient. Per the physician, the there was no green powder left in the patient. Following the procedure, the guidewire was inspected and it was reported that part of the guidewire coating had peeled off. No adverse patient effects were reported.